Event description:
It was reported that t1 and t2 deployed together. There was a backup device available to complete the procedure with no significant delay. No patient injuries reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device confirmed no ts or suture remain on the delivery needle or returned. Examination of the construct showed noabnormalities. Needle is bent.actuator is in its post t2 deployment position indicating the trigger was cycled multiple times. No root cause related to the manufacturing process can be established.